Event description:
Home patient (hp) reported feeling shocked 3 times while using the homechoice cycler for apd therapy. Hp states she felt what seemed to be an electrical shock in her stomach and shoulder during therapy. Hp states she was asleep in her bed and the shocks woke her up; however, they were short and felt mild. Hp states she was in bed for each incident and was not touching the device. Hp states there was no moisture on or around the device. According to the hp, there was no pt injury or medical intervention.